Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2018. The blood glucose level was over 1000 mg/dl at the time of hospitalized. Troubleshooting was performed. The customer was treated with manual injection. Customer's outcome pertaining to the complaint. The customer also stated that the cannula was bend. Customer declined to troubleshooting for the high blood glucose and bent cannula. The device will not be returned for analysis.